Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The end-user reported that the piston stopped while the ventilator was in use on a patient. The user tried to adjust the piston to the center position, but was not able to obtain the prescribed amplitude. There was no patient harm/injury associated with this issue. The customer evaluated the unit and the unit did not pass the performance check. The customer was not able to get the amplitude in the specified range.